Event description:
The customer reported to baxter a clearlink buretrol set with ball valve drip chamber that would not allow the piggyback to empty. According to the report, this set was about to infuse potassium chloride using an unknown baxter pump. When the piggyback tubing was luer locked onto the buretrol set, the medication would not flow into the buretrol. The luer was swabbed with antiseptic prior to use. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination was performed on the sample and found no abnormalities. The sample was also submitted for a functional test, a pressure test, and a clear passage test and all results were satisfactory. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. After reviewing the results of these tests, it was found that the set worked according to the procedure and the condition of no flow / restricted flow was not detected in the sample. The reported condition was not confirmed and the root cause of this condition was not identified.